Event description:
It was reported that a patient underwent an unknown surgical procedure and suture was used. The patient experienced a wound dehiscence in the middle of the incision. The patient healed, but did need wound care. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.